Manufacturer narrative:
H10: the customer reported to the authorized service provider (asp) that there was a power on alarm of oxygen unavailable. It was recommended to troubleshoot the flow, oxygen flow, and oxygen pressure sensors. In a good faith effort (gfe) response from the asp received on 28jun2023, it was stated that the device was out of warranty, so the customer decided to repair the device themselves. The device diagnostic report (drpt) was not available. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported while not in clinical use the v60 had oxygen flow issue. No reports of patient/user harm or injury. Investigation ongoing.